Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. Although it was reported that the detachment occurred while using the old design of the distal cover (maj-2315), the facility currently uses the new design of the distal cover (maj-2315). When asked to perform a demonstration of attaching the distal cover to the scope, it was observed by olympus that the user successfully performed the following: after attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. However, during the demonstration of attaching the distal cover, it was observed by olympus that the user did not successfully perform the following: before attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. When attaching (when the distal cover passes over the hook of the distal ring), push the appropriate part of the distal cover to attach it in the correct direction. After attaching, check that the distal cover has passed over the hook of the distal ring. After attaching, check that the distal cover is firmly attached by gently pulling/twisting it. During the demonstration, it was observed that the user pushed the distal cover by holding the side of the device with the index finger and thumb. During the visual check, the user only verified the device was properly intact. The user stated that she could ¿feel¿ whether the device was correctly attached. During the demonstration, the distal cover was not correctly attached to the distal end. The user was instructed to check that the distal cover had passed over the hook of the distal ring to easily confirm that the distal cover was correctly attached. To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility educated or continuously educated its personnel about handling methods. The facility used care when attaching the distal cover, so that it does not crack. However, during the interview, it was confirmed that the facility did not carefully review and follow the instructions for use (IFU). (Instructed the personnel to read the instruction manual.) The facility also did not adequately inspect the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) It is unknown if the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. The following additional information was obtained during the interview: the customer does not perform a visual inspection of cap for cracks, deformation, etc. The customer does not physically pull or twist cap to be sure it is secure. Customer performs visual inspection only to check to be sure cap is secure. It is possible that there was no education process in place by the customer with the old cap for checking cap secure. Now the customer has a detailed education process with the new cap. No issues with new cap to this point. The customer educates all personnel involved with attaching the distal cover but does not use IFU. With the old design, it was difficult to attach the distal cover to avoid cracks occurring at tear line. The customer uses blox from bsx as a bite block. No videos were taken at ercp case when the incident occurred. The customer has never noticed a defect/damage on the distal cover before attaching it. The distal cover is stored in the carton box and taken out from the box just before attaching the distal cover on the endoscope. The customer uses gentamycin in dye. Need to double check whether the distal cover is compatible with gentamycin. The customer uses endoglide from bsx as lubricant.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the phenomenon occurred due one of the following: the distal end of the scope had some abnormality such as adhesion of foreign material or breakage, the scope distal end received larger stress during the procedure such as friction load by twisting / pushing / pulling in body than the one the user applied to the distal end during the inspection prior to use (pulling or twisting stress). The root cause could not be specify. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the patient coughed up the maj-2315 after the procedure. The duration of the procedure was less than an hour; the procedure was not prolonged and/or the patient¿s anesthesia or sedation extended or did the procedure need to be cancelled or postponed. The patient's condition was not impacted by the failure. The procedure being performed was an endoscopic retrograde cholangiopancreatography (ercp). The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention were required as a result of the reported problem. No other devices were connected to the subject device when the failure occurred.

Event description:
An olympus sales employee reported on behalf of the customer, maj-2315 (distal cover) fell off the evis exera iii duodenovideoscope post procedure. There was no report of patient harm associated with this event. Event 1:2 this report is being submitted for the issue associated with the evis exera iii duodenovideoscope, under the medwatch with patient identifier (B)(6). The issue with the maj-2315 (distal cover) is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The device was not returned to olympus, therefore, could not be evaluated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.